Event description:
It was confirmed on (B)(6) 2024 that all alarms resolved with the controller exchange. It was also stated that there were no issues with the controller interface.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the helpline because they were unable to successfully connect to batteries without experiencing a low power alarm. The site facetimed with the patient and got them to open up their backup battery clips and try those. The patient was able to maintain power on their new clips and was instructed to come into clinic so they could check everything out. When the patient was in clinic, the site gave them a brand-new set of clips and put them on battery power. Once they were on battery power, the site exchanged all the batteries the patient had brought in to see if they could cause the low power alarm to trigger. The site also did this with clips. The patient's old clips tripped a low power alarm almost immediately once being connected but the newer clips did not and neither did the batterie until the patient was about to leave. They were on battery for a couple minutes, and then they started triggering low power alarms when connected to two fully charged batteries. The site exchanged the batteries, and the same thing happened. They also went over the patients log files and noticed that the relative state of charge (rsoc) voltage was not registering high enough and was initiating an alarm, even though there was constant power being supplied to the pump. The system controller was exchanged. It was stated that the exchanged controller was a controller that was identified under the urgent device correction notice dated jul2024, dealing with the controller interface. Log file review was requested, and the log file contained some odd string of low power advisory and power cable disconnect on 10sep2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical alarm issue was confirmed with the returned system controller serial (B)(6). Data on the reported event date of 10sep2024 was reviewed. The controller event log file revealed atypical power cable disconnect and low power hazard alarm events were captured. The alarm was related to transient battery fuel gauge voltage values while the power cables were connected to the 14v batteries/clips. The atypical alarm events did not affect the system controller¿s ability to power the pump. Of note, the atypical alarm was not active when the power cables were connected to the mobile power unit. On (B)(6) 2024 at 11:20:47, the driveline was physically disconnected and appears consistent with the reported system controller exchange. The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The underlying wires within both power cables passed electrical measurements. The system controller was tested together with the returned 14v battery clip (lot # 9119280) and an atypical alarm issue was reproduced with one of the clips. The device history records were reviewed for the system controller (B)(6) and the system controller was found to pass all manufacturing and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low power alarm : 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Power cable disconnect alarm : 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.